Manufacturer narrative:
On 10/14/2010, new info was received from service site indicating that during service repair of the unit, no audio was observed and isolated to a faulty speaker. Based on the new info, the complaint has been reviewed for disposition on MDR reporting. The speaker assembly was replaced and the unit passed all functional testing.

Event description:
On 10/14/2010, new info was received from service site indicating that during service repair of the unit, no audio was observed and isolated to a faulty speaker.